Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair and bilateral sacrospinous ligament fixation due to sui and pop. It was reported that following insertion the patient experienced urinary problems, consistent uti¿s and organ dyspareunia. It was reported that patient underwent on (B)(6) 2011 mesh revision due to urinary retention, on (B)(6) 2012 sling revision due to mechanical dysfunction of genitourinary device and exposure. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.